Event description:
An aneurx bifurcated stent graft of unknown size and its system components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the pt's anatomy was very tortuous with 90 degree turns in different directions and multiple curves. It was reported that a new 16 f cook sheath was used to implant a 16 mm diameter x 11.5 cm length aneurx iliac limb. While the physician was attempting to deploy the stent graft, the slide ring reportedly came back and the stent graft was partially deployed. It was reported that the sheath was "too tight", and that the delivery catheter "just got stuck". It was reported that the physician removed the delivery catheter and sheath and used another device of the same size and another sheath. It was reported that the case was completed without further difficulty. The pt was reported to be fine.